Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified in section has not been cleared in the u.s. But, it is similar to the lifestream balloon expandable vascular stent products that are cleared in the us. The 510k number and pro code for the lifestream balloon expandable vascular stent products are identified.

Event description:
It was reported that during treatment of an endovascular endo leak repair in the renal artery, after successfully placing the guidewire and a 6fr short introducer sheath, the health care provider (hcp) determined the tortuous anatomy lesion was not being crossed. Therefore, the hcp decided to retract the delivery system and short introducer sheath, inserted a long 6-fr introducer sheath, and reinserted the same delivery system in order to cross the aortic arch. However, it was further reported that as the delivery system was being advanced through the introducer sheath over the guidewire, the stent graft allegedly dislodged from the delivery system into the renal artery; as a result, the 6fr long introducer sheath was removed, the guidewire and stent graft were held with a snare and retracted proximally to the access site causing the stent graft to become stuck in the upper brachial vessel. Since an arterectomy was initially planned, the hcp decided to perform the arterectomy, open the vessel, and remove the stent graft, which did not cause any additional intervention. Reportedly, the vessel was closed, a new balloon expandable vascular stent graft delivery system was used through the same access site, and the stent graft was successfully implanted. There was no reported patient injury.